Manufacturer narrative:
Patient's age, date of birth, gender, and weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Product not returned. Not returned.

Event description:
Doctor indicated that the hex driver (rhd2.5) is difficult to disengage from the implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. This event is addressed through scar. This complaint was included in recall 2023141-10-04-2017-002-r, as it was addressed specifically as part of hhe . This document states the following: ¿due to a lack of complaints from other ll lots, all complaints which don¿t list a lot number are assumed to originate from ll lots 63542171 and 63651233.¿ a product quality hold (#133269) was issued for the affected lots within the lower level lot 63542171. Hhed was initiated to further evaluate a similar event. As a result, hhe was initiated, and CAPA was opened. CAPA was closed to scar for veridiam allied swiss. Scar was reviewed and addressed the reported device malfunction. A root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable. A probable root cause for this event was identified through scar: the event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process.